Manufacturer narrative:
(B)(4). Evaluation summary: one sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection and functional testing confirmed the reported condition; however, the cause was determined not to be a result of the manufacturing process. Therefore, the cause of the reported condition remains unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy was damaged at the seam, causing a leak. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.